Event description:
Consumer was sitting on his back deck, covered with a blanket. The blanket was reported to have been over the joystick of the chair and was pulled across the joystick, which allegedly caused the chair to move forward and drive off of the deck, falling approximately 3-feet to the ground. This allegedly resulted in the consumer breaking one of his legs and the footrests becoming bent. Serious injury is alleged.

Manufacturer narrative:
RMA has not been initiated for this issue. Model tdxsp-cg serial number/date (B)(4) is approximately 2 years one month of age. The user manual part number 1143190 was issued with this device. The alleged injury was reported as a result of the consumer being covered by a blanket in the wheel chair and the blanket was unexpectedly moved which pulled on the joystick control of the powerchair. At anytime during normal operation if the joystick is moved it is considered a command and will initiate movement. This is a normal operating procedure of a power chair. It is explicitly explained in the user manual as to cautions to take when using or operating a powerchair. Covering up of the control joystick is not recommended. Per the instructions it states: engage motor locks and turn power off before reaching, leaning or bending only as far as your arm will extend without changing your sitting position. The joystick is located on the joystick housing and provides smooth control of speed and direction. It is equipped with 360 degrees of mobility for ease of operation. The joystick is spring-loaded, and automatically returns to the upright (neutral) position when released. Pushing the joystick in a given direction causes the wheelchair to move in that direction. The joystick has proportional drive control, meaning that the further it is pushed from the upright (neutral) position, the faster the wheelchair moves. The maximum speed, however, is limited by the setting of the speed-control knob. It is unknown if the consumer has fully read and understands the user manual nor the experience with operating this product. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers is (B)(6), height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.